Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1312301) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
It was reported by the aci sales professional that a male patient underwent an interventional coronary procedure on (B)(6) 2013. Access was obtained at the mid common femoral artery via a 6f cordis sheath. A 50/50 contrast and saline mixture was used. Peri-procedure, the patient was anti-coagulated with heparin. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size to be 7mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that when the physician withdrew the sheath from the tissue tract, the advancer tube and sealant were not visible. The physician deflated the balloon, removed the device and converted the patient to manual compression for approximately 30 minutes. Hemostasis was achieved. No further information is available.